Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had low impedance measurements with mildly elevated thresholds. It was noted that the patient experienced phrenic nerve and diaphragmatic stimulation caused by the lv lead. Additional information reported a persistent infection, which the physician noted to be endocarditis. The patient was given antibiotics and the lead remain in use. No further patient complications have been reported as a result of this event.